Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the emergency room, the md met with severe resistance when trying to advance the guidewire through the arrow (B)(4) syringe. As a result, a new kit was opened and used without issue. It is not known if this issue caused a delay but there was no reported complications, injury, or death as a result of this occurrence.